Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (failure to deliver stent/stent deformation). Patients condition affected effectiveness of device (difficult lesion and very calcified). Device not received for evaluation. Conclusion: device failure/lack of effectiveness related to patient condition (difficult lesion and very calcified).

Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion. The lesion was reported to be difficult and very calcified. The device was unable to cross the lesion and on removal the stent was noted to be damaged. The lesion was ballooned and another stent was used to treat the lesion successfully. There was no patient injury and no clinical sequelae were reported.